Manufacturer narrative:
.

Event description:
Clinic notes were received as a part of the patient's generator replacement referral. The device was known to pulse enabled and device diagnostics within normal limits. The battery status indicator showed that the device was delivering therapy. A subsequent report was from the patient that she had an increase in seizures and was in the hospital. The relation of this increase to vns was not made. Preceding changes to the status of her vns system, if any, were not apparent at that time. Surgical intervention has not occurred to date, and no additional pertinent information has been received to date.

Event description:
It was reported that the patient's generator replacement surgery was completed. Prior to explant, the device diagnostics were confirmed to be within normal limits and the battery status was at ifi=yes. The explanted generator was discarded following the procedure. Attempts for additional pertinent information have been unsuccessful to date.